Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding, peripheral thromboembolism, and patient conditions (aspiration, pulmonary edema, and pleural effusion) could not be conclusively determined through this evaluation. A direct cause for the reported infection could not be conclusively determined through this evaluation, but the infection was reported by the account to be non-device related. The account reported that the patient had blood in their stool and attributed it to a minor diverticular bleed, and the patient was hospitalized and given changes to their anticoagulation medication. The account later reported that the patient was treated for aspiration via a high flow nasal cannula. Blood tests reported by the account revealed the patient had an infection attributed to an infected intravenous line, and the account reported that no fluid was around the driveline. The patient¿s automatic implantable cardiac defibrillator (aicd) was scheduled to be removed due to reported patient lead vegetation and potential infection. Additionally, the account reported that diagnostic tests revealed a peripheral thromboembolism in the left arm. Further diagnostic tests were reported by the account to reveal pleural effusion and pulmonary edema. Changes to the patient¿s antibiotic medications were reported by the account to treat bacteremia and aspiration pneumonia. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists bleeding, infection, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU contains information on controlling infection in the patient care and management section. Heartmate ii lvas patient handbook section entitled ¿how your heart pump works¿ and section entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's history of gastrointestinal bleeding is reported in MFR report #2916596-2016-01507, 2916596-2017-01000, and 2916596-2017-00769. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient with significant medical history for non-ischemic cardiomyopathy(nic), stage d heart failure, tricuspid valve (tv) repair, patent foramen ovale (pfo) closure, gastrointestinal (gi) bleeds, and chronic kidney disease, had a bright red stool in their bowel movement. The patient reported having loose stools for several weeks. They had a bowel movement on the night of (B)(6) 2020. The patient thought they saw some blood but was unsure. They had another loose bowel movement the morning of(B)(6) 2020 that was grossly bloody. While in the emergency room, the patient remained hemodynamically stable, non-hypoxic, chest pain-free, afebrile. Hemoglobin/hematocrit (h/h) was 10.5 g/dl/37.8%. Blood urial nitrogen-to-creatinine ratio was 11/1.44. International normalized ratio (inr) was 2.2. The patient was deemed to be admitted for further evaluation and management. Since admission patient has not had any more bleeding. The gastrointestinal department was consulted and assessed that patient has had no evidence of active, overt gastrointestinal bleeding (gib) while in hospital. Their rectal exam was negative on admission, the hemoglobin was stable without blood transfusion requirements, and the patient remained hemodynamically stable throughout. Suspect the bright red blood per rectum (brbpr) was a mild, self-limited diverticular bleed (history of such in 2016 colonoscopy) vs. Hemorrhoids. There was low suspicion for upper gastrointestinal bleeding (ugib). No immediate indication for endoscopy as the patient was at high risk for sedation and no longer bleeding. The gastrointestinal department recommended considering restarting warfarin and continuing the patient's diet as tolerated.